Event description:
It was reported that revision surgery was performed due to a metal sensitivity reaction.

Manufacturer narrative:
Case has also been reported (B)(4) under user MDR report: (B)(4).

Manufacturer narrative:
Case has also been reported to us FDA (B)(4) under user MDR report: (B)(4).

Event description:
It was reported that revision surgery was performed due to metallosis.